Event description:
It was reported that the customer went to the emergency room with high blood glucose of 600 mg/dl. Customer's symptoms of high blood glucose included feeling hot, dizziness, vomiting, excessive thirst, and frequent urination. Customer treated with the insulin pump and manual injections. Troubleshooting was performed with the insulin pump. The drive support cap appeared normal. Insulin exited the tubing during manual prime and no leaks or air were found in the tubing. There were low reservoir and three no delivery alarms in the alarm history. The infusion set cannula was not bent or occluded and the insertion site was neither sore nor irritated. It was advised to change the entire set, reservoir, and insulin. It was stated the no delivery alarm was resolved with a complete set change. The high pressure test could not be completed as the customer did not have tubing clamps. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.